Manufacturer narrative:
The device was returned to olympus for eval. The eval found the device intact with no missing parts. The biopsy channel and the suction channel were examined with a boroscope and no signs of foreign objects, or obstructions were found. However, there were minor scrapes and shear marks in the biopsy channel. In addition, the bending section glue was cracked with signs of chemical damage. The device was refurbished.

Event description:
Olympus was informed that during an upper endoscopy procedure, a foreign object fell inside the pt when the user inserted the biopsy forceps into the gastroscope. The foreign object was retrieved and identified as a plastic ring. The source of the foreign object is unk. The procedure was completed. There was no pt injury reported.